Manufacturer narrative:
(B)(6). A DHR review was performed which show all in-process and final release testing were performed in accordance with the appropriate procedures. No evidence of a manufacturing related potential cause for this type of event was found.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on a female patient on (B)(6) 2013. Patient identifier, age, and weight are unavailable. According to the complainant, during the therapy cycle the patient moved and a subsequent fluid loss was noted. The procedure was aborted and a normal cool-down cycle was completed. Burns to the perineal were noted. Topical silvadene cream and ice packs were applied to the burn. The patient was admitted overnight and a foley catheter was placed for comfort. Patient was discharged the next day. Burn area on day of discharge was documented as partial thickness, reddened moist without blistering, extending from vaginal to rectum. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on a female patient on (B)(6) 2013. Patient identifier, age, and weight are unavailable. According to the complainant, during the therapy cycle the patient moved and a subsequent fluid loss was noted. The procedure was aborted and a normal cool-down cycle was completed. Burns to the perineal were noted. Topical silvadene cream and ice packs were applied to the burn. The patient was admitted overnight and a foley catheter was placed for comfort. Patient was discharged the next day. Burn area on day of discharge was documented as partial thickness, reddened moist without blistering, extending from vaginal to rectum. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
(B)(4). The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.